Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, the left ventricular lead was exhibited loss of capture. The lead was found to be dislodged. The lead was explanted and replaced.